Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen had a misalignment in the touch position. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device and confirmed the touch position misalignment. The asp replaced the touchscreen and the issue resolved. The asp then successfully completed a cleaning, running test, and functional test on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the touchscreen flex circuit successfully passed all resistance tests. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.